Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a colostomy reversal procedure, the anvil was placed within hand sewn pursestring. Eea was introduced and fired as directed. Upon analysis of donuts it was found that the proximal donut was complete but had an extremely thin edge at 9 o clock, and a bit thicker but still thin edge at 6 o clock. Upon inserting air via syringe for leak testing air bubbles were seen. An over sewing of the circumference of the anastomosis was performed to ensure security. Second leak test failed as well. Anastomosis was resected and redone. There was unanticipated tissue loss when the anastomosis was redone slightly lower than intended. There was no blood loss of 250cc or more, and the surgery time was not delayed by more than 30 minutes. No reinforcement material was used in conjunction with the stapling device. Patient status: stable and healthy with intact anastomosis.